Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump had pump error alarm. The customer¿s blood glucose was 228 mg/dl. Customer reported they were unable to clear the alarm and was able to rewind the pump. Customer was performed displacement test and it did not passed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device received an unexpected drive count error alarm during bolus delivery, fault isolated to the motor. Unable to perform the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify no motor movement alarms due to drive count error alarm.